Event description:
It was reported by the customer that air bubbles that could not be removed were present upon drawing up medication. When you draw up and try to tap out the air bubbles, the medication comes out. No information was received regarding any serious injury as a result of this report.

Manufacturer narrative:
No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended.